Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Evaluation confirmed reported symptom of "serial number (B)(4) does not recognize a closed door" caused by a failed lower link switch. Lower aux assembly has been replaced.

Event description:
The customer reported that spectrum pump serial number (B)(4) does not recognize a closed door. There was no patient injury reported. No further information was available.